Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This product has been kept by the hospital but is sill expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.